Manufacturer narrative:
Initial reporter: facility name: (B)(6). This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned high results from 5 patients tested for human chorionic gonadotropin, stat (short turn around time) - hcg stat who are being treated with roaccutane. The patients are not pregnant. The customer believes a cross-reactivity is occurring with the roaccutane. Actual results were provided for 2 patients. The results for these 2 patients did not match their clinical picture and were reported outside of the laboratory. The results for the other 3 patients were not provided. Patient 1: initial hcg stat at 4:46 p.m. Was 70.69 miu/ml. This result was reported outside of the laboratory. A new sample was obtained on (B)(6) 2016 and the result at 11:34 a.m. Was <0.500 miu/ml. Both samples were measured by a different method (hcg dipstick) and the initial sample was positive and the 2nd sample was negative. The customer believes the negative results are correct since the patient is not pregnant. On (B)(6) 2016 patient 2 (female, (B)(6) years old) initial hcg stat at 11:14 a.m. Was 72.96 miu/ml. This result was reported outside of the laboratory. A new sample was obtained on (B)(6) 2016 and the result at 9:37 a.m. Was <0.500 miu/ml. Both samples were measured by a different method (hcg dipstick) and the initial sample was positive and the 2nd sample was negative. The customer believes the negative results are correct since the patient is not pregnant. No adverse event occurred. The hcg stat reagent lot number was 186061. The expiration date was not provided. The last preventive maintenance was performed in july 2015. The pinch valve tube was exchanged 12/17/2015. Liquid flow cleaning was last performed 01/03/2016. It was noted that the customer performs no inversions (5-10 inversions are required); coagulation time is 4 minutes (30 minutes is required); centrifugation time is 8 minutes at 3500 rpm (10 minutes at 1500 g is required). It was also noted that no rack adapter is used for 13 mm tubes. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Cross-reactions or interferences are not expected to fade within 2-3 days as occurred with these 2 patients. A cross reactivity between roaccutane and the hcg stat assay can be practically excluded. The most likely root cause of the issue is improper pre-analytical conditions (insufficient clotting time and centrifugation settings).